Manufacturer narrative:
Concomitant medical products: 4076-58 lead, implanted: (B)(6) 2009. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported the patient received inappropriate shocks. It was also reported the lead displayed over-sensing, a high count of short v-v intervals, and there was a high number of non-sustained tachycardia events. Additionally, there was a sensing/detection problem with the device. The patient was hospitalized and re-programming was performed. Following, at the time of revision, the right atrial lead was damaged. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.